Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua 2 breathing circuit was returned to fisher & paykel healthcare (f&p) in (B)(4) and was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit or dryline. The pressure test revealed that the breathing circuit was outside the specification. A waterbath test showed that the circuit is leaking at the inspiratory heater wire plug at the elbow connection. Conclusion: we were unable to determine what caused the gas leak from the returned breathing circuit. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit did not pass the ventilator leak test before patient use. Upon device assessment a gas leak was confirmed from the circuit. There was no patient involvement.